Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient's implanted valve has been leaking for approximately two months. The physician is going to explant the device, but an explantation date has not been set yet. It was also reported that the patient is currently experiencing headaches and nausea.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)